Event description:
In 2009, the lay-user/patient contacted lifescan alleging that the onetouch ultra2 meter is giving inaccurate high readings. On july 7, 2009, this medical surveillance specialist contacted the patient to clarify information obtained during the initial phone. The patient tests her blood glucose more than 4 times per day and controls her diabetes with novolin insulin (self-adjusting). The patient also takes lantus insulin. On the day of event at 12:10pm, the patient obtained a blood glucose reading of "339 mg/dl" on the subject meter, which the patient felt was inaccurate high compared to normal reading/feeling. At 1pm, the patient administered self-treatment with 8 units of novolin insulin per the aforementioned lfs meter reading. At an unspecified time and date, the patient developed symptoms of feeling weak and almost collapsed. The patient tested on the subject meter at 44 mg/dl around the time of her symptoms. During the callback, the patient indicated her grandson found the patient on the bedroom floor and called the paramedics. Upon arrival, the patient received IV glucose treatment en route to the hospital where she was admitted and released the following day. The patient could not provide any numeric blood glucose values during the paramedic visit and the hospital stay. The patient could not remember her diagnose at the hospital. The patient stated that after the patient's hospital stay, her lantus insulin regimen was altered. The patient's doctor decreased his lantus insulin from 28 units to 26 units. The patient's doctor also recommended that she take a baseline of 10 units of novolin insulin and increase the regimen by 1 unit if her blood glucose goes above a specific numeric value. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was not cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the patient claimed that she had symptoms that were suggestive of hypoglycemia and received IV glucose treatment after she took insulin based on an alleged inaccurate high reading obtained on the subject meter. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.